Event description:
Related to MFR report#: 2183959-2012-002620. It was reported by the plaintiff's attorney that the plaintiff was implanted with an perigee mesh system on (B)(6) 2006, to treat her stress urinary incontinence. It was alleged that from (B)(6) 2006 through present, the plaintiff experienced injuries, including, but not limited to chronic debilitating pain, discomfort, dyspareunia, urinary problems, infections, and worsening incontinence. It was additionally alleged the plaintiff required and will continue to require healthcare and services, suffered mental anguish, severe and permanent injuries as well as other such damages.

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a follow-up report will be sent.